Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and performed software download. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.